Manufacturer narrative:
Literature citation:hidetoshi yamaguchi, tokumi kanemura, kotaro satake, naoki segi, zenya ito, hideki yagi, satoshi tanaka and shiro imagama, "usefulness of indirect decompression with llif in the treatment of lumbar degenerative spondylolisthesis ¿ comparison with plif". A2: group l: mean age:67.4 years; group p: mean age: 70.5 years a3: group l: 11 male <(>&<)> 10 female; group p: 12 male <(>&<)> 12 female. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 45 patients with lower limb nuerological symptoms due to l3, l4 spondylolisthesis were divided into two groups l and p, and underwent the following one intervertebral or two inter vertebral surgeries : l group: 17 underwent olif, 4 underwent xlif, male: 11, female: 10, mean age: 67.4 years old. P group: 24 underwent olif, male: 12 female: 12, mean age: 70.5 years old from 2013. It was reported that intra-operative endplate damage observed in group l (2 cases), in group p (4 cases).